Manufacturer narrative:
(B)(4). Vyaire medical was able to identify the reported issue. Investigation revealed defective blender and defective battery. To resolve the reported issue, the blender and battery was replaced and a 2 year preventive maintenance was performed by the technician.

Event description:
The customer reported that the lap top ventilator 1200 unit has ventilator inoperable alarm. As of this time there is no information about patient involvement associated with this reported event.